Event description:
The customer reported that a patient burn occurred at the e7506 grounding pad site during an atrial flutter ablation procedure. The incident grounding pad was discarded. Two grounding pads were used; one on the back and one on the stomach. The burn occurred at the pad site on the patient's back and was noticed when the pad was removed. The burn required skin grafting. The patient is healing but still attending an outpatient wound care clinic.

Manufacturer narrative:
(B)(4). Date of initial report: 04/22/2015. The incident grounding pad was discarded by the site and is not available for evaluation. The e7506 patient return electrode is not recommended for use in ablation procedures. The instructions for use (IFU) for these return electrodes contains a warning that their use in non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.